Manufacturer narrative:
Neither device or any imaging was available for evaluation. No determinations can be made at this time.

Event description:
It was reported that a revision surgery was completed due to an independence bone screw backing out post-operatively. This event occurred in the (B)(6).